Event description:
The pt had excellent stimulation coverage 2-3 weeks postoperatively, but within a month she could no longer feel it. The implantable neurostimulator amplitude was programmed between 9.5 and 10.3 volts. After she lost stimulation sensation, the pt fell. The pt experienced stimulation sensation in the wrong location. Movement and palpation did not cause stimulation changes. Impedances measurements were within normal limits. The device system appeared intact electrically. An x-ray revealed that the lead had migrated down very minimally. There were no breaks, fractures, or disconnects noted on the x-ray. The pt may have revision surgery. Additional info has been requested. A follow up report will be submitted if additional info becomes available.